Manufacturer narrative:
The hole was too small to photograph. The device was replaced with a new one. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. The lot number was not provided and the original packaging was disposed of. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.

Event description:
It is reported that after two days in situ, a small hole developed that caused leakage at the seam of the balloon.